Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30(scope communication err) occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of fuzzy image and b30 scope communication error was due to data error of scope identification (ID). The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had fuzzy image. There were no reports of patient harm.